Manufacturer narrative:
The compressor's transformer was concluded on-site to be faulty by the our field service engineer. The faulty transformer replaced with a new one and then the compressor passed all the functional and safety tests and returned to clinical use. The replaced transformer was not sent in for investigation. Therefore the root cause of the faulty transformer could not be identified.

Event description:
It was reported that the compressor was not switching on. There was no patient involvement. Manufacturer ref.#:(B)(4).